Event description:
It was reported that after two weeks of patient use, a tracheostomy tube was decannulated by a family member and they observed that the cuff had become stiff. The device was pre-tested prior to use, and a replacement device was required. There is no report of death or serious injury associated with this event of a replacement tube required?: yes.

Manufacturer narrative:
(B)(4).